Event description:
It was reported that the arctic sun device alerted 113 (reduced water temperature control) x 5. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 11.1c, water flow rate (wfr) was 0.2 l/m. 4 pads connected. Walked through stop therapy, disconnect and reconnect. Restarted therapy. System diagnostics showed that the outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.3c, inlet temperature (t3) was 19.7c, chiller temperature (t4) was 26.7c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 87 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 4, system hours were 14525.1 and pump hours were 13897.2. Advised to swap out for alternate device. Nurse stated that this was their last available device. Noted this device would continue to alert 113 and would not be able to control the patient's temperature accurately. Suggested trying an alternate method for controlling patient temperature.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk is within the expected range; therefore, this event is not reportable. The reported issue was confirmed. The root cause of the reported issue was misconnection of fluid lines. Arctic sun device alerted 113 (reduced water temperature control) x 5. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 11.1c, water flow rate (wfr) was 0.2 l/m. 4 pads connected. Walked through stop therapy, disconnect and reconnect. Restarted therapy. System diagnostics showed that the outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.3c, inlet temperature (t3) was 19.7c, chiller temperature (t4) was 26.7c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 87 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 4, system hours were 14525.1 and pump hours were 13897.2. Advised to swap out for alternate device. Nurse stated that this was their last available device. Noted this device would continue to alert 113 and would not be able to control the patient's temperature accurately. Suggested trying an alternate method for controlling patient temperature. The batch number for this investigation is unknown. The latest labeling revision(s) will be reviewed. Instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. "Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." "Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." A DHR review is not required as the batch number is unknown. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerted 113 (reduced water temperature control) x 5. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 11.1c, water flow rate (wfr) was 0.2 l/m. 4 pads connected. Walked through stop therapy, disconnect and reconnect. Restarted therapy. System diagnostics showed that the outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.3c, inlet temperature (t3) was 19.7c, chiller temperature (t4) was 26.7c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 87 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 4, system hours were 14525.1 and pump hours were 13897.2. Advised to swap out for alternate device. Nurse stated that this was their last available device. Noted this device would continue to alert 113 and would not be able to control the patient's temperature accurately. Suggested trying an alternate method for controlling patient temperature.